Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that catheter tip was hard and it was unable to cannulate with a bd venflon pro 22ga 0.9mm od 25mm. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: unable to cannulate due to tip hardness.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter tip was hard and it was unable to cannulate with a bd venflon pro 22ga 0.9mm od 25mm. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: unable to cannulate due to tip hardness.